Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter there is no screw on the catheter, incorrect fixing of the extension. Foreign complaint the following information was provided by the initial reporter, translated from french to english: the incident was caused by the catheter: the nurse tried to fit several extensions on the catheter, without success. She could still put a valve on it when she forced it.

Manufacturer narrative:
H.6 results: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Complaint investigation: the defect other; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter there is no screw on the catheter, incorrect fixing of the extension. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the incident was caused by the catheter: the nurse tried to fit several extensions on the catheter, without success. She could still put a valve on it when she forced it.